Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
During an implantation procedure, a high impedance of the atrial lead was reported when connecting it to the subject pacemaker. The atrial lead was changed because a lead fracture was suspected at first and not confirmed afterwards. High impedance was observed on the ventricular side too. The device was then replaced and returned for analysis. Preliminary analysis of the returned device showed that the electrical characteristics are within specifications. However, an absence of tightening mark was confirmed on the ventricular channel.

Manufacturer narrative:
(B)(4).

Event description:
During an implantation procedure, a high impedance of the atrial lead was reported when connecting it to the subject pacemaker. The atrial lead was changed because a lead fracture was suspected at first and not confirmed afterwards. High impedance was observed with a second lead too. The device was then replaced and returned for analysis. Preliminary analysis of the returned device showed that the electrical characteristics are within specifications. However, an absence of tightening mark was confirmed on the ventricular channel.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
During an implantation procedure, a high impedance of the atrial lead was reported when connecting it to the subject pacemaker. The atrial lead was changed because a lead fracture was suspected at first and not confirmed afterwards. High impedance was observed with a second lead too. The device was then replaced and returned for analysis. Preliminary analysis of the returned device showed that the electrical characteristics are within specifications. However, an absence of tightening mark was confirmed on the ventricular channel.